Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during device set-up, the user thought they received a shock from the device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was received in a condition consistent with mis-handling. The battery board and upper housing were found to be damaged and multiple screws were missing. Due to the condition of the device, the investigation results were inconclusive. The device was recertified and returned to the customer. Review of the device logs show three simulated shocks. However, it was unable to be determined if these shocks were during the time of the reported event. Analysis of reports of this type has not identified an increase in trend.